Manufacturer narrative:
Other: retaining post.

Event description:
It was reported by service report that the retaining post broke off of the cot. The service technician reports that the customer does not know if there was pt involvement or if there are adverse consequences to report.